Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker observed the issue during evaluation. The root cause of the issues is isolated to the reed switch sw5. The device was archived and the customer received a replacement device.